Event description:
It was reported that a proglide device was deployed successfully; however, when the device was being removed from the right common femoral artery, after a right coronary interventional procedure, a piece of intima was attached resulting in uncontrolled bleeding. The arteriotomy was 6 f and the physician upsized the sheath to a 7 f in an attempt to control the bleeding; however, was unsuccessful. The patient received angiomax during the procedure. A vascular surgeon was called to perform a cut-down and repair the artery. A retroperitoneal hematoma (9 cm) was found during the repair procedure. Approximately, a liter of blood from the retroperitoneal hematoma was removed from stomach area. The following morning the patient was hypotensive, but stable. There was no resistance felt when the proglide device was removed from the arteriotomy. There was a significant impact to the patient because of the surgical repair of the right common femoral artery. Both the physician who deployed the proglide device and the vascular surgeon who repaired the artery are trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, additional information was received: upon removal of the proglide device, intima was attached to the tip of the proglide catheter. There was no post process manipulation of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. The analysis observed a posterior foot was deployed during device removal which resulted in the reported experience. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.